Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the supply bag during an unknown dwell phase of pd treatment. The patient reported receiving three air detected in cassette alarm and a not enough supply bags for treatment alarm during an unknown phase of pd treatment. It is unknown at which point in therapy the leak may have begun. Upon inspection of the connection, it was discovered that the source of the leak is a loose connection between the supply bag and the cassette. The patient cancelled treatment and was advised to follow up with the peritoneal dialysis nurse (pdrn). Upon follow up, the patient clarified that the fluid leak was from the cassette end of the connection to the solution bag. The patient emphasized that she is very meticulous about setting up her supplies prior to treatment. The patient reported that treatment was completed with cycler after resetting up her supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. She confirmed this event was the only one with a fluid leak. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.